Manufacturer narrative:
Product event summary: the afr-00001 sphere catheter with lot number 0230752625 was returned and analyzed. During external visual inspection, the catheter was found to be intact, have no defects, and no nonconformities. The cirris tester was used to perform the shorts and mapping tests and both showed pass. The keyence microscope was used to identify if there was any glue or adhesive residue on the nozzle, none was observed. The test capital system was used to perform a simulation test which concluded that pulse field ablation, radiofrequency ablation, and mapping were normal. The occlusion tester was used to test for irrigation. Testing resulted in a fail. The catheter was functionally tested using the test capital equipment extension cable. Testing found no errors or alert indications on the test capital system. In conclusion, the reported steam pop was not confirmed through analysis. The sphere catheter failed the returned product inspection due to the failed occlusion test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a steam pop was observed during delivery of a radiofrequency lesion with the sphere 9 catheter on the ridge side of the left superior pulmonary vein (lspv). The patient was under general anesthesia and vitals were monitored with no changes noted. The procedure was completed with no impact, and no symptoms or complications were reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.